Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited unexpected shock impedance measurements during a routine follow up. The impedance measurements appeared to be stuck at 100ohms. Device data was sent to rhythmcare for review. The device system was tested with no indication of electrode impairment. An x-ray was completed to evaluate the system placement. Prior to the explant procedure, the device was unable to be interrogated. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
With all the available information, boston scientific concludes our investigation of this event is complete. This report will be updated should additional information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The complaint device has since been returned and analysis has been initiated. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. In the absence of physical analysis, the root cause of the reported unexpected shock impedance measurement cannot be determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited unexpected shock impedance measurements during a routine follow up. The impedance measurements appeared to be stuck at 100ohms. Device data was sent to rhythmcare for review. The device system was tested with no indication of electrode impairment. An x-ray was completed to evaluate the system placement. Prior to the explant procedure, the device was unable to be interrogated. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.